Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Block g3: study: u0652 double-j registry clinical study. Block h6: patient code (B)(6) captures the reportable event of patient urinary tract infection. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: correction: b5 and b7.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report#3005099803-2020-01663, MFR report#3005099803-2020-01669 and MFR. Report#3005099803-2020-01672). It was reported to boston scientific corporation that a navigator access sheath was used in the kidney during an cystoscopy and ureteroscopy procedure in conjunction with a tria ureteral stent used in a stent placement procedure for stone management in the left and right ureters performed on february 24, 2020 as part of the u0652 double-j registry clinical study. Cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys. The navigator access sheath was removed prior to the stents being implanted. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, antibiotic, anticholinergic, and nsaids at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6) 2020, the tria ureteral stents were successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient's condition on (B)(6) 2020 was reported to be experiencing pyelonephritis of moderate severity. The patient was given keflex. The patient was noted to be recovering following the treatment. No additional treatment was performed for the pyelonephritis. In the physicians assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a 'probable' relationship between the adverse event and the access sheath. The customer confirmed that the cause of the pyelonephritis is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection. Additionally, the scope and the sheath were removed, and the procedure was completed at this time. **correction**: cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys. During this procedure two stents that were pre-stented on (B)(6) 2020 were removed. The patient's condition on march 15, 2020 was reported to be experiencing pyelonephritis.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report #3005099803-2020-01663 , MFR report #005099803-2020-01669, and MFR. Report #3005099803-2020-01672). It was reported to boston scientific corporation that a navigator access sheath was used in the kidney during a cystoscopy and ureteroscopy procedure in conjunction with a tria ureteral stent used in a stent placement procedure for stone management in the left and right ureters performed on (B)(6) 2020 as part of the u0652 double-j registry clinical study. Cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys. During this procedure two stents that were pre-stented on (B)(6), 2020 were removed. Navigator access sheath was removed prior to the stents being implanted. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, antibiotic, anticholinergic, and nsaids at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6),2020, the tria ureteral stents were successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient's condition on (B)(6), 2020 was reported to be experiencing pyelonephritis. The patient was given keflex. The patient was noted to be recovering following the treatment. No additional treatment was performed for the pyelonephritis. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a 'probable' relationship between the adverse event and the access sheath. The customer confirmed that the cause of the pyelonephritis is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection. Additionally, the scope and the sheath were removed, and the procedure was completed at this time. **additional information received on (B)(6), 2020 ** the patient outcome, from pyelonephritis, is considered resolved on (B)(6), 2020.

Manufacturer narrative:
Additional information: block b5 block d4, h4: the complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Block g3: study: u0652 double-j registry clinical study. Block h6: patient code 2120 captures the reportable event of patient urinary tract infection. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Report source: (B)(6) clinical study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that are used in the same patient and procedure (MFR report#3005099803-2020-01663, MFR report#3005099803-2020-01669). It was reported to boston scientific corporation that a navigator access sheath was used in the kidney during an cystoscopy and ureteroscopy procedure in conjunction with a tria ureteral stent used in a stent placement procedure for stone management in the left and right ureters performed on (B)(6) 2020 as part of the (B)(6) clinical study. Cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys. The navigator access sheath was removed prior to the stents being implanted. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, antibiotic, anticholinergic, and nsaids at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on february 28,2020, the tria ureteral stents were successfully removed from the patient via retrieval line without any difficulty. There were no new device implanted. The patient's condition on march 15, 2020 was reported to be experiencing pyelonephritis of moderate severity. The patient was given keflex. The patient was noted to be recovering following the treatment. No additional treatment was performed for the pyelonephritis. In the physicians assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a probable relationship between the adverse event and the access sheath. The customer confirmed that the cause of the pyelonephritis is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection. Additionally, the scope and the sheath were removed, and the procedure was completed at this time.